Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in delivery of inappropriate shock therapy. The device recorded a shock lead shorted message following shock therapy. An rv lead fracture was identified. Tachycardia therapy was programmed off pending a lead revision procedure on an unknown date in the future. The product remains in service. No additional adverse patient effects were reported.